Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (std) was reviewed, and no anomalies found.

Event description:
It was reported that device withheld therapy on what looked like a ventricular tachycardia arrhythmia. The episode lasted 9 seconds and self terminated. The device remains in use. No patient complications have been reported as a result of this event.